Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e the shield/cap stopper is different color/shade or faded and there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: this is a report about the following two issues. (1) white clumps were found in the tube. (2) the cap was found to be discolored.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e the shield/cap stopper is different color/shade or faded and there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: this is a report about the following two issues. (1) white clumps were found in the tube. (2) the cap was found to be discolored.

Manufacturer narrative:
Bd received 100 samples and 12 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter and embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter and embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.